Manufacturer narrative:
The user facility submitted mw5109351 for this event. The implants were not returned to alphatec for evaluation. The identifying lot number was not provided; therefore, a review of the device history record could not be conducted. Should additional relevant information become available, a supplemental report will be submitted. Labeling review: "possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components..." "Postoperative management:postoperative management by the surgeon, including instruction and warning and compliance by the patient, of the following is essential: 1. Patient should be informed and compliant with the purpose and limitations of the implant devices. 2. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development..."

Event description:
It was reported a patient fell off a chair and reported back pain. A radiograph revealed a screw fracture at l5 as well as bilateral set screws loosening.